Event description:
(B)(6) pt underwent chest tube placement on (B)(6) 2013 for pleural fluid. Pt had 2 chest tubes placed in CT and the device was in place for several minutes. Both catheters were attached to pleur-evac. While moving the pt off the table, a catheter malfunction (the right) occurred with the hub pulling away from the catheter stem. The pt was placed back on the CT table and a limited CT performed. This demonstrated no significant pneumothorax. The catheter was sterilely cleansed and draped. This catheter was removed over a guidewire and replaced the 14 fr catheter which was secured to the skin with suture. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The complaint device was not returned to assist in our investigation. However, a review of complaint history, a review of the IFU, a review of quality control, review of specifications, and a review of trends was performed during the investigation of this event. Per specification, quality control personnel confirms that the catheter is secure in the proximal fittings. Additionally, an IFU is supplied that provides instructions for insertion and removal as well as applicable warning and precautions. Verification testing has shown that the force to remove the hub from the catheter exceeds the requirements of (B)(4) (sterile drainage catheters and accessory devices for single use). The complaint description states that the catheter was hooked up to pleur-evac and the hub separated while the pt was being moved off of the table. Based upon the description of the event, it is possible that the catheter hub met resistance beyond its design during the movement of the pt from the table. We will continue to monitor for similar complaints and have notified the appropriate personnel. Per the conclusion of quality engineering risk assessment (qera), no risk mitigating action is required at this time.